Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a luer lock separated from tubing in a secondary medication set. The reported condition occurred during priming the set with saline. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.